Event description:
As reported by our canadian affiliate, during the transfemoral tavr procedure, a 23mm sapien xt valve was deployed too ventricular, landing 30:70 aortic/ventricular ((a/v). On initial assessment, trace paravalvular leak (pvl) was noted. No mitral interference was observed and the patient was hemodynamically stable. The valve appeared stable on echocardiogram, well anchored in the annulus with no ventricular migration. The second assessment indicated the pvl had increased to mild (2+). Although there was no indication of valve migration towards the ventricle, the decision was made to deploy a second valve. A second 23mm xt valve was prepared and deployed in a good position within the first valve and 50:50 a/v in the annulus, resulting in no pvl. The patient remained hemodynamically stable throughout the procedure. It was perceived that the slight ventricular movement of the delivery system prior to valve deployment caused the ventricular placement of the initial valve. Following the procedure, the case was discussed at length, including the need for slower inflation and contrast injection under pacing to confirm the final valve position prior to deployment. The patient¿s annulus measured 19mm by transesophageal echocardiogram (tee) and 20mm x 24mm by CT (valve area of 382mm2). Moderate annular calcification, moderate native leaflet calcification and moderate aortic root calcification was reported.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (movement of the delivery system prior to deployment) likely contributed to the ventricular placement of the initial valve. The malposition, in addition to the slightly oval shaped annulus may have contributed to the pvl. A second valve was successfully deployed within the first valve, correcting the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.